Event description:
The hosp reported that during the saphenous vein harvesting procedure, the conical top detached from the device during "dissection." The cone tip did not fall inside the pt's leg. The surgeon used a replacement unit to complete the procedure. No pt complications were reported.